Event description:
It was reported that a patient presented remotely via merlin.net, the right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition. The noise was reproducible with movements. It was noted that patient experiences dizziness and shortness of breath and programming changes were performed on (B)(6) 2025. Subsequently, the patient symptoms subsided. The rv lead was then capped and replaced on (B)(6) 2025. The patient was stable throughout.